Event description:
The pt was implanted with 2 leads placed over the occipital nerve (off-label location) using lead extensions and the ipg was placed under her right arm on (B)(6) 2008. It was reported the pt experienced a loss of stimulation and the physician attempted to reattach the lead extensions to the ends of the leads. Following the procedure, an x-ray showed that one lead had come out of the lead extension again. The physician replaced the lead extension and the pt is now receiving stimulation. The explanted lead extension was returned to ans for analysis. No further info is available.

Manufacturer narrative:
Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Extension was returned incomplete and could not be functionally tested. Lead pull test was performed to check for lead retention in the extension header port, and the test passed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.